Event description:
While removing huber needle from port, needle did not retract and rn stuck finger (gloved hand) because she had so much trouble getting the huber needle out. Huber needle, power lot, bard, asvbs082 20 gauge x 1.0 in.